Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿patient port tubing broke - clear tubing right above higher blue clave causing blood backflow. Since tubing broke above clave, the patient had to be de-accessed and re-accessed. Patient does not touch line or dressing regularly and thus does not wear a vest. May consider trying a vest for this patient to prevent subsequent incidents.¿